Event description:
It was reported that balloon rupture occurred. The patient presented with venous insufficiency. The 70% stenosed target lesion was located in the moderately tortuous external iliac vein. Following stent implantation, a 16-4/5.8/75 xxl esophageal balloon catheter was advanced for post-dilatation. However, during the second inflation at 5 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed and completed the procedure with another 16x4 xxl esophageal balloon catheter. There were no patient complications reported.

Manufacturer narrative:
Initial reporter facility name: (B)(6).